Event description:
It was reported that after a complex da vinci-assisted liver segmentectomy resection procedure for a 3cm tumor, the patient expired on post-operative day (pod) 32. The surgeon reported that the patient had a history of hepatic cirrhosis and the surgical procedure was an inherently difficult operation. The procedure lasted approximately 16 hours with the first 8 hours performed robotically. At that point, due to difficulty in controlling bleeding from the site of the hepatic resection, difficulty in securing the visual field, and suctioning solely by the surgical assistant was insufficient, the surgeon made the clinical decision to convert to a laparoscopic approach. Approximately 4 hours later, the procedure was converted to laparotomy (open) due to bleeding that exceeded 1000ml. The procedure was reported to be successfully completed approximately 4 hours later with a total blood loss of 2,700ml. Per the surgeon, the patient did not have any additional intraoperative complications and tolerated the conversions. On pod 2, bleeding occurred from the site of the liver resection, which was stopped by an unspecified catheterization placement. The patient later developed hepatic failure. On pod 29, the patient developed a fever determined to be due to a catheter infection, and also experienced disseminated intravascular coagulation (dic) with unspecified treatment, and a paracentesis for ascites was performed. The patient subsequently expired on pod 32 from multiple organ failure due to hemorrhagic shock. The surgeon believes the cause of death is attributed to post-operative deterioration in health related to liver cirrhosis and the catheter infection. The da vinci system, instruments, and accessories were inspected prior to use and no abnormalities were found. There was no report of any issues related to the da vinci devices used in the robotic portion of the surgical procedure.

Manufacturer narrative:
Based on the current information provided, the surgeon attributes the bleeding events and subsequent death due to be related to the patient¿s history of cirrhosis, perioperative hemorrhage, subsequent complications. There was no report of a malfunction or other issue with the da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. Review of the system logs found no relevant errors during the associated procedure. Additionally, multiple procedures were performed on this da vinci system after this reported event. Device history record (DHR) reviews for the system and instruments used during the reported event found no related non-conformances. Review of the event conducted by an isi medical safety officer (mso) concluded that according to the information in the summary of events, this patient had cirrhosis and underwent an attempted robotic liver resection which, through the course of several hours, was first converted to laparoscopy and then eventually to an open procedure. He had blood loss during the procedure at various stages. His post operative course was complicated by his cirrhosis, a subsequent post operative bleed, and an infection. He died 32 days after the procedure. Based on the summary of events, there is insufficient information to ascertain if any intuitive surgical instruments or products contributed to his eventual demise. This complaint is being reported due to the following conclusion: the patient expired on post-operative day 32 after a da vinci-assisted liver segmentectomy resection (s8 subzone ). The difficult operation also included laparoscopy and open segments. Extensive bleeding occurred during all modalities. The postoperative course included multiple complications including bleeding, dic, liver failure and a catheter infection. The cause of death was attributed to liver cirrhosis and deterioration in health due to hemorrhagic shock and multiple organ failure.